Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify, or identify any product contribution to the reported event with the information provided. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Corrected: h6 (device code). Removed device code. Review required code (appropriate term/code not available).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon had an issue attaching the standard corail trial neck segment to the broaches during a tha. The black ring on the inner part of the neck segment was exposed and therefore item would not engage the broach. Only a very short surgical delay and no patient issues. Surgery completed successfully. No further information is available and item has been discarded. There was a surgical delay of 2 minutes. The procedure was successfully completed.